Event description:
Normal thresholds. High impedance >3000 ohms lvl to lv3 and lvl to lv4 but lvl to rv coil normal. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).